Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold and unstable current of injury. The device could not be fixated appropriately, and further adequate mapped locations were not found. The device was retrieved, and a blood clot was observed on it. The device was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Corrected b5 and h10 fields.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold and unstable current of injury. During re-docking, the device detached abruptly, and then further adequate mapped locations were not found. The device was retrieved, and a blood clot was observed on the device and delivery catheter's docking cap. The device and delivery catheter were not used and replaced. A new leadless pacemaker implanted. There were no patient consequences.